Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 10jun2020.

Event description:
The customer reported the device would not turn on, and the power light emitting diode (led) was illuminated. There was no patient involvement. The manufacturer's field service technician (fse) confirmed the unit would not power on while on alternating current (ac) power or battery power. The fse replaced the power management board and the issue was resolved.